Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha, wi facility as part of a 50 pc. Lot in september of 2019. Evaluation of the returned instrument shows that the distal handle (g00388) and pivot screw (n00186) are loose from the instrument. Further evaluation shows that there are (3) staking marks on both the g00436m handle and the bottom of the n00186 screw signifying that this instrument has been properly staked at the time of manufacture. We are able to validate this complaint. After the initial evaluation this instrument was re-assembled , and its function was tested , and it was able to pick-up, retain , close and release multiple clips both with and without the use of silastic test tubing. Mishandling or tampering of this instrument at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
The handle of the applier got detached during a pretest before use. Therefore, a new unit was used instead. The applier was purchased by the hospital in (B)(6) 2020.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The handle of the applier got detached during a pretest before use. Therefore, a new unit was used instead. The applier was purchased by the hospital in (B)(6) 2020.